Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue. No DHR review was conducted since there was no reported lot number and ship history report lot review was not performed since item number is unknown. Similarly, no review of sterilization load release records could be performed since lot number is unknown. Labeling review: the directions for use (dfu, 16605362-01) that is provided with the vortex port device contains the following directions and precautions: indications for use the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Potential complications use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - infection system maintenance: venous systems after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". If the port is not being used, a "heparin lock" should be administered every 4 weeks. Arterial systems after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". Positive pressure should be maintained on the syringe plunger at all times to minimize reflux of blood into the catheter. If port is not being used, a "heparin lock" should be administered once a week. Peritoneal systems the intraperitoneal port should be flushed after use, or once a month if not in use, with 10 ml of heparinized saline at a concentration of 10 units/ml. General guidelines · each access of an angiodynamics port should be performed using aseptic technique. · the needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. · at no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. · when infusing into an angiodynamics port system, do not exceed 40 psi. · do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for analysis. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4) (1317056-2024-00068) port 1. Reference (B)(4) (1317056-2024-00069) port 2.

Event description:
(Port 1) on or about (B)(6) 2019, the plaintiff underwent placement of an angiodynamics vortex product at (B)(6). The device was implanted for the purpose of ongoing red cell exchanges and vein access. On or about (B)(6) 2022, plaintiff presented herself to the emergency department at (B)(6) with complaints of pleuritic chest wall pain. Plaintiff was also found to be febrile and therefore was transferred to (B)(6) medical center in (B)(6). Upon being admitted at mary greeley medical center, plaintiff's blood cultures were drawn and were persistently positive. Plaintiff's medical team determined that the vortex was the source of the infection and that the defective port had to be removed. On or about (B)(6) 2022, plaintiff's defective port was removed by dr. (B)(6) at (B)(6) medical center in (B)(6). (Port 2) on or about (B)(6) 2022, plaintiff underwent placement of an additional angiodynamics vortex product, reference number lvtx5213, lot number 5730316. The device was implanted by (B)(6) at (B)(6) hospitals & clinics in coralville, iowa, for ongoing red cell exchanges and vein access. On or about (B)(6) 2023, plaintiff's blood cultures were drawn and were positive for staph aureus. Plaintiff's medical team determined that the vortex was the source of plaintiff's infection and that the defective device had to be removed. On or about (B)(6) 2023, plaintiff presented herself to (B)(6) hospitals & clinics for port removal. After multiple defective devices, plaintiff made the decision to not have another port implanted. As a result of having the vortex implanted, plaintiff is alleging significant mental and physical pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to, obligations for medical services and expenses.